Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on approximately (B)(6) 2018. The patient¿s mother stated that the patient experienced itching on the left side of the abdomen. The skin became dry, lumpy, and felt like burning at the insertion site. The sensor was removed on (B)(6) 2018 due to the skin reaction starting to show around the edges of the adhesive patch and the feeling of burning. Flonase was applied to the insertion site before sensor insertion. After removal, an oatmeal cream was used to treat the reaction. Additionally, the patient¿s mother reported that previous reactions had occurred, and it was worse on the abdomen than on the arms or legs. Exact dates or the number of sensors that reactions occurred with were not provided. Alternate adhesives and treatments were previously used, including skin-tac, IV prep, mastisol, baby oil, tac-away, and grifgrips. Patient saw a doctor for a 3 month check up and was prescribed flonase and nasacort spray to use on the insertion sites before sensor insertion. Exact date of medical intervention was unknown. At the time of contact, it was indicated that the patient was fine. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.